Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 9.0 x 20, 135cm mustang balloon catheter was advanced for use. However, on the third inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were noted.